Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that during a routine follow-up, abnormal battery depletion was noticed. At the last follow-up (2018) battery charge was 9.5 years, and during the most recent follow-up, the batter was showing only 2.5 years remaining. The physician indicated that the right ventricle (rv) impedance, threshold, and sensing were stable. The physician decided to schedule the patient to have the device replaced. No further information has been provided from the field at this time, and no adverse patient effects were reported.